Event description:
It was reported patient underwent total hip arthroplasty on (B)(6) 2005. Subsequently, a revision procedure was performed on (B)(6) 2006 due to unknown reasons. The head was removed and replaced with another biomet head. A further revision procedure was performed on (B)(6) 2012 allegedly due to pain and instability. The acetabular cup and femoral head were removed and replaced.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2012-02092 / 02094).